Event description:
It was reported that the ablation button on the hand piece got stuck. The unit continued to have active power when the button was no longer being pressed and continued outside the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. During the evaluation visual wear marks were observed on the insulation and lumen concentrated on the front side of the probe. The returned unit had the suction tube cut. No defects were observed on the ultrasonic welding/glue at the handle. All switches were verified and the unit did not pass the signal test. An operational simulation was performed connecting the returned unit to a crossfire console that overrides the expiration date for testing purposes. The simulation was performed using saline water and a piece of tissue paper; the buttons did not work as expected. The unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. However, saline water residue was observed inside the handle, inside the plastic covers of the power button which caused the signal interruption during the returned unit¿s evaluation. Saline water residue was also observed on the pcb board and wires. The most probable cause for the reported condition is identified as user related as it was confirmed that there was water ingression into the handle. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ablation button on the hand piece got stuck. The unit continued to have active power when the button was no longer being pressed and continued outside the patient.